Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced an adverse event which occurred the same day the wearable had been inserted in the arm. The patient called because she was having issues with shipment and the delay of supplies of g7. Call was transferred from customer care to technical support. Patient said was also able to talk to someone from tandem and request for the supplies and was advised to contact dexcom. Of note, the patient was using g7 and tandem. On (B)(6) 2025, the patient had just finished washing clothes in the basement and cutting a piece of material for a blanket. She was feeling tired, she went upstairs to rest and waited to fall asleep. While sleeping, she did not receive any insulin, as her pump apparently detected that the sensor was not working. The sensor stopped working and as per patient, it was because the date on the box was expired. The sensor worked for a while and then later that day, it stopped when she was sleeping. The blood glucose decreased to 24 mg/dl (even though the pump was not providing insulin as reported, the patient experienced hypoglycemia) and the patient lost consciousness. The husband found the patient and called 911. The patient reported that her husband was not able to find and revive her due to the diabetic coma. Paramedics arrived, attempted to revive her, and took her to the hospital. The patient didn´t remember everything the paramedics did during that time, but she knows her potassium levels were low, and she was given two large potassium pills and glucose shot. At the hospital, when trying to insert an IV, the medical staff struggled to find a vein, causing swelling in her wrist. She also mentioned that her blood glucose was not checked before she was discharged because two fingers on her right hand were numb and covered in bandages. The patient was discharged around 3:00 am on (B)(6) 2025 (less than 24 hours). At the time of the report the patient was ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.